Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited intermittent capture that was leading to asystole and syncope. The lead was successfully repositioned.